Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The cause for the reported effusion remains unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported one day after an ablation procedure, an echocardiogram revealed a pericardial effusion. Two days later, a follow-up echocardiogram revealed the effusion had resolved. According to the physician, the event is procedurally related, but not device related.